Manufacturer narrative:
(B)(4). Act and esc buttons did not respond due to unlock on j2/lcd keypad connector. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, partially broken off reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump¿s insulin compartment was broken. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.